Event description:
It was reported that tracheostomy tube(s) keep "kinking; not able to suction and are causing occlusion". As of the date of this report, device(s) involved have not been returned for analysis and investigation. Reportedly, there was no pt injury.